Event description:
On (B)(6) 2023, a physician reported a patient developing a hematoma post-operatively after a mild procedure was completed on (B)(6) 2023. The patient initially complained of hip pain and weakness following the mild procedure, but the physician had diagnosed the concerns within normal post-operative range; however, the following day after the mild procedure on (B)(6) 2023, the patient exhibited issues standing and walking, after which the patient was admitted to the ER. The last status reported was that the patient is under care and was assessed for potential decompression; no additional information of the patient's current condition has been made available at this time. The patient was reported to have prior hip replacement surgeries; however, there were no reported concerns with the patient's anatomy or eligibility for the mild procedure prior to operation.